Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
As reported: "pt. Presented with a gmrs distal-femur with a gmrs all-poly tibia baseplate. Pt. Presented with instability of the knee. Dr. Believed the instability was caused by "worn" bushings. Intra-op assessment determined the bushings and all poly tibia had some "uneven wear". All bushings, axle, rotating-component were revised." Spoke to rep. Additionally, a gmrs standard right gmrs distal femoral component was revised to a gmrs small right gmrs distal femoral component to better accommodate the patient's soft tissues. Rep confirmed that no further information will be released by the hospital or surgeon.